Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that one of the retainer legs of the anvil was bent. Functional testing with a pmv anvil showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, they opened the package of the device, however the anvil center rod opened wider than usual. They replaced with a new device and the procedure was continued. After the surgery, the nurse thought that they might have touched the anvil center rod and bent it accidentally. The event occurred during the procedure but the product was not used for patient. There was no patient injury.